Event description:
On (B)(6) 2009, the patient reported that there was condensation in the cartridge compartment of her infusion device. The issue began intermittently 2 months ago. She stated that she does not always allow insulin to reach room temperature prior to use and she was advised to do so. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device and she was educated on the proper procedure. She stated that she dried the cartridge compartment with a cotton swab and continued to use the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.